Event description:
It was reported that 75 bd saf-t-intima¿ safety systems with removable prn had issues with their safety mechanisms being difficult to detach during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse of radiology department reported the safety device was difficult to detach from the prn during puncture".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of safety shield activation failure were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 75 bd saf-t-intima¿ safety systems with removable prn had issues with their safety mechanisms being difficult to detach during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse of radiology department reported the safety device was difficult to detach from the prn during puncture."